Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of the severe kinking. The hypotube broke 196mm distal from the strain relief. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the device analysis completed on (B)(4) 2014. It was reported that shaft kink occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 32mm in length, de novo, concentric, target lesion was located in a moderately calcified, mildly tortuous and 2.50mm in diameter left circumflex artery. The lesion contained a <= 45 degrees bend. A 7f non bsc guide catheter was used. After a non bsc guide wire crossed the lesion, a 1.5mm x 12mm non-bsc balloon catheter was advanced for predilation. The percent stenosis of the lesion immediately after predilation was 80%. Then the 2.50mm x 32mm promus element¿ plus stent was advanced to the lesion, however the shaft of the stent delivery system was kinked. The device was removed. The procedure was completed using a 2.5mm x 28mm promus element stent and post dilation was done using an unspecified size non bsc balloon catheter. No patient complications were reported and the patient's status is stable. However, the returned device analysis revealed a broken hypotube.